Event description:
It was reported that in-stent restenosis occurred, requiring intervention. On (B)(6) 2022, this 6x100mm eluvia stent was selected for use in an atherectomy, balloon angioplasty and stenting procedure. This stent was deployed in the occluded right distal superficial femoral artery lesion, and then was post dilated with a 5x120mm balloon. On (B)(6) 2023, selective right lower extremity arteriogram, atherectomy and balloon angioplasty of the right sfa and popliteal artery, and stenting of the right sfa was performed due to peripheral artery disease with ischemia. Atherectomy was performed to debulk the in-stent stenosis. Repeat imaging showed significant residual stenosis at the proximal aspect of the stent. Two additional passes were performed with atherectomy in the blades up position in this area only. Repeat imaging showed persistent residual stenosis. Therefore, a 6x40mm eluvia stent was deployed at the proximal end of this existing stent, overlapping approximately 5mm. Balloon angioplasty was then performed to the distal sfa and above the knee popliteal with a balloon inflated for three minutes. Final imaging showed no significant residual stenosis. There were no reported patient complications.